Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of bad air in line sensor through observation of air in line alarms within the device history log, but could not reproduce it during evaluation. Evaluation found the lower ultrasonic sensor reading to be below specification, due to a failed upstream sensor. This can make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a bad air-in-line detector. It was also reported that there was no patient injury.